Event description:
It was reported that during the lead revision an insulation damage was detected and this lead was explanted. The reason for the revision was unknown.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Update 06-feb-2026: the damage was discovered during system conversion from ddd-ICD to left-bundle-ICD. Upon receipt, the lead under complaint was found cut 13 cm distal to the df1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion signs along the lead fragments. In particular 41.5 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.